Event description:
Dr went to have pt bite down on the new crown and the abutment broke at the weld joint. Pt is reportedly fine.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Review of the lot history was not possible since the lot number was unavailable from the md.